Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event.

Event description:
The customer contacted physio-control to report that the crew went to charge their device to 200 joules but the therapy pads were loose and they had to apply a second set to the patient. Then they attempted to charge the device and the device appeared to power itself off and then back on. This continued to happen a total of 4 times before a back-up device was obtained. The patient did not survive the event; however, the customer stated that the device use did not cause or contribute to the patient's outcome. The patient was not clinically presenting well and the device issue was not a factor.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the therapy cable and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the crew went to charge their device to 200 joules but the therapy pads were loose and they had to apply a second set to the patient. Then they attempted to charge the device and the device appeared to power itself off and then back on. This continued to happen a total of 4 times before a back-up device was obtained. The patient did not survive the event; however, the customer stated that the device use did not cause or contribute to the patient's outcome. The patient was not clinically presenting well and the device issue was not a factor.